Event description:
It was reported that a patient experienced gastroenteritis resulting in peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The patient was hospitalized for the peritonitis. The cause of the peritonitis was the gastroenteritis. The patient was treated with vancomycin, ceftazime, ampicillin, and gentamycin for the peritonitis. Treatment for the gastroenteritis was unknown. On a later date, the patient recovered from the peritonitis and gastroenteritis and was discharged from the hospital. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12b29043 and h12j15038 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).